Event description:
Simplex bone cement was used to implant a zimmer bi polar hip stem. On viewing closed reduction under carm a loose stem was observed and was later revised. Cement was well adhered to bone but not to stem.